Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kinked shaft and shaft separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the narrow, heavily calcified, mid left anterior descending (lad) artery the rx nc trek was advanced but could not cross the lesion for an unspecified reason. After removal of the nc trek device, it was noted that the shaft was bent. The patient was treated with another nc trek. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the proximal hypotube shaft was separated. The customer may have been aware of the separation during the procedure.